Manufacturer narrative:
Product ID: 97702, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: implantable neurostimulator; product ID: 3998, lot# la8451, implanted: (B)(6) 2002, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the device wasn't working properly; they needed to put in the older type to make it work again.

Manufacturer narrative:
Product ID: 97702, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: implantable neurostimulator; product ID: 3998, lot# la8451, implanted: (B)(6) 2002, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). The rep reported that they were in the operating room for the patient¿s lead replacement at the time of the report, and contacts 4-7 had impedances of 38,000-40,000 ohms, but showed green. The rep mentioned that the healthcare provider (hcp) tested the lead with a wireless external neurostimulator (wens) and still saw high impedances. They stated that no matter how they programmed the patient, the few good electrodes were not enough to give them relief. The rep added that they would get out of range (oor) messages every time they would try and program the patient. They stated that the 3998 lead was replaced with a new surgical lead. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97702, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: implantable neurostimulator. Product ID: 3998, lot# la8451, implanted: (B)(6) 2002, product type: lead. Other relevant device(s) are: product ID:: 3998, serial/lot #: (B)(4), ubd: 10/02/2006, UDI#: (B)(4). Concomitant medical product: the event was reported to occurred with 2 implantable neurostimulators. Prior and during a replacement surgery; information for the 2nd ins is product ID: 97702, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: implantable neurostimulator. Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for peripheral neuropathy and non-malignant pain. It was reported that the ins was replaced on the day of the reported and the rep was encountering out of range impedances with the new ins. The rep stated that the lead was very old and impedances were all over the board. The rep originally stated that they were in range but high, and later on it was determined that the values they were reading were considered out of range, even though they showed green. The rep read values of ~2500-7600+ohms. Technical services (ts) explained that the patient would not feel anything with the higher impedance pairs and to opt for programming a pair that is 2500 or below. The rep noted that the pulse width was 300-500. The rep said that they would try to program on lowest impedance electrodes. Ts discussed that a lead revision may be necessary. No further complications were reported.

Manufacturer narrative:
Product ID 97702, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: implantable neurostimulator. Product ID 3998, lot# la8451, implanted: (B)(6) 2002, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient's new ins had not been revised yet, so the cause of the eri and the high impedances had not been definitively identified. The rep stated that the previous ins was discarded after replacement. The rep said a surgical consultation with the neurosurgeon was planned for july to replace the lead. The rep stated that, other than that, the ins was reprogrammed to best allow the system to function, although coverage was less than ideal with multiple high impedances. The rep noted that the issue had not been resolved. No further complications were reported.